Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery every few hours. Customer state some of the infusion sets last longer than others. Customer's blood glucose was 489 mg/dl and corrected with 489 mg/dl. Troubleshooting was performed and customer was advised the alarm was caused by reservoir/infusion set occlusion. The reservoir is not being returned for analysis.